Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's battery pins were loose. Physio replaced the device's battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off when it is moved or when the vehicle the device is in hits a bump. There was no report of patient use associated with the reported issue.